Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they tried to increase their stimulation today, and they got maximum settings reached message. The patient had tried putting it on another program, but they still could not increase it past 1.4 and then the same error message showed. The agent redirected the patient to their healthcare provider (hcp) to further address the issue. Additional information was received from a patient. The patient reported the cause of the "maximum settings reached" message and being unable to increase stimulation was determined. The patient reported on (B)(6) 2026 they met with a manufacturer representative (rep) and they did diagnostics and said one lead was not properly connecting. There was a faulty lead but the cause of the lead to be faulty was unknown. The patient reported they had no falls. Steps taken to resolve the issue was the rep removed some programs and added others. The patient would try various programs and see if they get results. If not, they need to contact their rep again for more programs and if that did not work, the lead might need to be replaced or moved. The issue had not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2svv1 implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2026-apr-06 from the patient. They reported that to resolve the faulty lead not connecting, they were trying different program levels now, if that didn't work, the rep would give them more program options to try. The issue had not yet been resolved, and no device removal or replacement was planned.